Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation could not be performed.

Event description:
It was reported that after a da vinci assisted cholecystectomy, the patient's cystic duct became necrotic. The surgeon placed two distal clips, and one proximal clip, and believes that potentially the clips may have come off. The patient is being hospitalized with a bile leak. The surgeon believes this may have occurred due to the permanent cautery hook (pch) and will switch to the monopolar curved scissors (mcs) for future procedures. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.